Event description:
It was reported that pump declared altitude alarms repeatedly, which prevented insulin delivery and caused insulin to remain suspended even when no cartridge was installed. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove obstruction from speaker holes, gently clean area, remove and reconnect cartridge, and attempt to resume insulin, but altitude alarm persisted, so customer was advised to wait two hours to allow possible moisture to evaporate and was scheduled for follow-up, with no additional outcome information available at this time.